Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition as described by the customer. There were no samples or pictures submitted with this complaint therefore the reported condition could not be confirmed. The exact root cause of the reported condition could not be determined without an actual sample or photos to examine. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield stall/locking failure and hinge pull test. The lot met the acceptance criteria and was released. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
Customer reports: this is a safety complaint. A needlestick injury occurred with a staff member during patient use. The rn administered an injection; when attempting to activate the protective cover over the needle, the cover would only advance halfway and was stuck leaving the needle exposed leading to a needlestick injury to staff. Bloodwork was done to monitor the staff member as medical intervention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluation comment: the customer stated that the device will not be returned for evaluation but did not provide rationale.